Event description:
Discordant, falsely elevated troponin results were obtained for three patient samples on an advia centaur xp instrument. The same samples were repeated three times (twice on the same instrument and once on another analyzer) and resulted lower the second and third reruns. The discordant results were reported to the physician(s), who questioned the results. The rerun results were not reported to the physician(s), as other cardiac markers were tested. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse changed the four pinch valves and two check valves of the aspiration probes and verified the configuration of the aspiration probes. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The initial MDR 2432235-2013-00322 was filed on july 16th, 2013. Describe event or problem was incorrectly stated as: the rerun results were not reported to the physician(s), as other cardiac markers were tested. The correct statement is: a corrected report was provided to the physician(s).